Event description:
The customer reported to beckman coulter (bec) that the bsv (blood sampling valve) on the coulter lh 500 hematology analyzer was leaking lh series diluent into the bsv tray before they started running any samples. The volume of the leak was reported as about 1 ml and the leak was contained within the instrument. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control/risk management plan in place at the facility. The operator was wearing gloves and a laboratory coat at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. No patient results were affected by the leak. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site. The fse found the instrument would not rotate the secondary aspiration probe from the manual mode to the automatic mode position as a result of sov (shut off valve) 17. The sov17 moves the blood sampling valve (bsv) probe to move from the front to the rear of the bsv. The probe failed to rotate to the rear of the bsv causing the needle backwash to flow out of the bsv probe instead of down to the needle. The fse replaced the sov 17 to resolve the leak and the aspiration error. Failure mode for the leak was the probe wipe was a faulty shutoff valve at sov 17. (B)(4).